Event description:
The lay user/pt contacted lifescan (lfs) customer service on (B) (6) 2009 alleging an "apply sample" issue with her one touch ultralink meter. She indicated that she developed the shakes 10 minutes before the reported issue first occurred but denied receiving any form of treatment. According to the troubleshooting performed with customer service, the "apply sample" issue was not resolved. There is no indication that the product caused or contributed to an adverse event. The pt's symptoms started before the reported issue first occurred. There was no indication that the pt's symptoms deteriorated since the pt did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the "apply sample" issue was not resolved with troubleshooting. Replacement products were still sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.